Event description:
A report was received that a pt's precision system was explanted because he had too much pain and decided to go with a pain pump instead.

Manufacturer narrative:
Device will not be returned, since it was discarded at the explanting facility.